Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during the vitrectomy surgery, ophthalmic cutter was not functioning properly despite replacing it three times, it continued to aspirate without cutting. Patient and procedure details were not reported, and patient impact has been not provided. This report pertains to ophthalmic console used for previous events (unknown date) reported from the same facility.